Manufacturer narrative:
Initial emdr submission (disconnected bottle from drainage line). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On (B)(6) 2020, I called patient to verify reported information. During a different drain, event date unknown, the drainage line disconnected from the top of the bottle during the drain, the line remained attached to her catheter, and there was some fluid that leaked. Her nurse attempted to reconnect, but no fluid came out. Her nurse then disconnected the drainage line, and opened a new kit to successfully complete the drainage. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photo or physical sample that displays the reported condition was available for evaluation. A review of the internal manufacturing device records and raw material history files for the lot 0001366711 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Additionally, we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not following procedure and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates have been implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences. See manufacturer narrative

Event description:
02nov2020: called patient to verify reported information. During a different drain, event date unknown, the drainage line disconnected from the top of the bottle during the drain, the line remained attached to her catheter and there was some fluid that leaked. Her nurse attempted to reconnect, but no fluid came out. Her nurse then disconnected the drainage line and opened a new kit to successfully complete the drainage. No patient harm.